Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1006vent-inop: data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed suggested repair for the error code 1006 per the service manual. After physical inspection and verifying good connection of the da to motor controller (mc) cable, operated the unit in ventilation mode while slightly moving the cable - unit continued to operate as expected. Noted that the operating hours for the da pcba is only 61 vs the total operating hours of over 23,000. Flow sensor operating hours matched the total operating hours. The customer was not aware that the da pcba has been replaces 61 hours ago. Advised to replace the da pcba. Discussed replacement to include review of the replacement, and testing, procedures per the manual. The rse provided parts ID for the pcba, data acquisition, v60 for the repair. The investigation is ongoing.

Manufacturer narrative:
The customer replaced data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.